Manufacturer narrative:
The customer contacted a region service center (rsc). The rsc reviewed the data provided and found the customer's quality control (qc) was in range at the time of the event. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse replaced the washer e pump. The cause of the discordant, falsely elevated hdl cholesterol result is the malfunction of the washer e pump. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated hdl cholesterol result was obtained on a patient sample on a dimension vista 1500 instrument. The initial result was not reported out to the physician(s). The customer repeated the same sample on the same dimension vista instrument twice, resulting lower. The customer reported out the first repeat result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated hdl cholesterol result.